Event description:
On (B)(6) 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio reflect meter was displaying an ¿error 1¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged issue began on (B)(6) 2024. As part of her diabetes regimen, the patient claimed she is on pills (metformin 1000 mg; berberine, 2 pills per day) with diet/exercise. The patient denied making any changes to her usual diabetes management regimen when she was unable to test her blood glucose due to the error message appearing. As a result of the alleged issue, the patient claimed she did not know that her blood glucose was high and on (B)(6) 2024, she ¿passed out¿. The patient claimed she was taken to the hospital by ambulance with a blood glucose level of 600 mg/dl. The patient reported that she was hospitalized for 2 days and received unspecified treatment to stabilise her blood glucose. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca confirmed the test strips were being stored correctly and that the correct testing process was being followed. The cca walked the patient through resolving the issue however the alleged issue was not resolved. A replacement product as sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received medical intervention for an acute high blood glucose excursion after the alleged meter issue began.